Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the lumbar drain became disconnected from connector site causing cerebrospinal fluid leakage. According to the report the translucent lumbar catheter strain relief was not in use. Reportedly, there was no injury to the patient and the patient has been discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.